Event description:
Surgeon implanted a size 19 st jude regent aortic valve. When attempting to rotate the orientation of the valve, one of the 2 metal leaflets fell out of the sewing ring. The left ventricle was opened and the leaflet was located and retrieved. The explanted valve and leaflet was sent to pathology.